Event description:
It was reported that the patient was admitted to the hospital because of continuing seizures. The following day, a company representative interrogated the device and high impedance was observed. The device was programmed off and the patient was scheduled for generator and lead replacement surgery. The patient underwent generator and lead replacement. It was reported that the explanted device were discarded; therefore, no product analysis can be performed.